Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #:(B)(6) , ubd: 20-may-2021, UDI#: (B)(4).h3. Analysis of the patient communicator indicated that the micro usb port was loose. The device would not power on after 1.5 hours. The recharging circuitry was damaged l3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the communicator has not worked for over 4 months, and the patient stated they spoke with a company representative yesterday and was told to call for a new communicator. The patient confirmed the handset was charging and there was no issue with the handset. The agent asked the patient to plug the devices into the outlet and the patient said the charging cord does not go into the port on the communicator. The issue was notresolved. A request was sent to the repair department to replace the communicator device.